Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit alarm is not working, no audible alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the alarm not to function, which confirmed the original complaint issue.

Event description:
Provider states the unit alarm is not working, no audible alarm.